Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. How was the bleeding identified? What was the site of the bleeding? In the operated place. Did the patient require any other post-operative care other than blood transfusion? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Continuous firing stroke. What is the current patient status? Is ok, in home.

Event description:
It was reported that on (B)(6) 2020 a lap sleeve surgery was executed to a patient. No reports were notified at the time. On (B)(6) the doctor contacted the sales rep informing that a blood transfusion is in process since the patient presented a post operative bleeding.